Manufacturer narrative:
Sections with additional information as of 03-may-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Reported defect not reproduced on returned meter. Product evaluation has been completed. Most likely underlying root cause: mlc-012: product expired.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): lancing device. Adverse event report is being submitted due to customer seeking medical attention/hospitalization. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 08-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 50, 42, 43 mg/dl (fasting/non-fasting unknown). Customer was also concerned from test result from meter memory of 280 mg/dl being high. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Son stated that customer had been taken to the hospital due to the low results. Son also stated customer was administering insulin at night without having a meal. Son was unable to provide any further details regarding the medical attention; son stated customer has had the meter probably more than 10 years and the medical attention occurred no more than a year ago. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 05/20/2022. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only one result provided, son stated that he would not be able to recognize the date/time and if result was fasting/non-fasting): result 1: 280 mg/dl date: on (B)(6) 2023, time:12:48pm son stated the result was probably am fasting